Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. Patient also had another valve, model 2900 implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Additional manufacturer narrative. No response was received from the surgeon despite our attempts on 03/19/2009 and on 03/26/2009 by email to contact for return of product and additional information. The device history record (DHR) review was completed on 04/28/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available. This was determined to be reportable per edwards lifesciences procedures.